Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from supplier, (B)(4). The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "physician was attempting to manipulate hybrid (B)(6) through tortuous anatomy when the distal end of the hybrid wire broke off from the body of the wire. Physician was using a prowler 21 microcatheter with a hybrid (B)(6) through a double-looped anatomy. Physician noted no difficulty advancing or retracting the wire and had good 1-to-1 movement of the wire while manipulating. Physician then attempted to advance the microcatheter and was not able to do so. When he attempted to then withdraw the wire, the physician noted that the wire tip would not withdraw; the tip had broken off. Physician was able to successfully aspirate the wire tip into the microcatheter with no injury to the patient and no remnants left in the patient. Physician then aborted the procedure." Incident report form submitted for this complaint indicates that no patient injury was sustained.